Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional h11: was there any reported patient or user harm? No. Was there a significant delay? Unknown. If available, provide the product order number (po). Lot 10872p. Reporter name: (B)(6). Surgeon. Would you like a return label at the end of this process? No. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: our failure analysis lab received one sample with wrong lot number with reference to this complaint, it was received: product code: eh7245h, product lot/batch: 10al04, tracking# (B)(4) ((B)(6)). Received at cg labs on (B)(6) 2026. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 1. Could you please clarify if wrong device belongs to this complaint? It belongs to complaint (B)(4). 3. If the device was not reported before, please provide more details of device malfunction. It was reported before. A device has been received; however, clarification is requested whether the product belongs to this complaint.

Event description:
It was reported a patient underwent an carotis surgery on (B)(6) 2026 and a suture was used. Thread pull off from the needle after the second stitch while sewing (right at the thread/needle junction) the tissue vessel. There were no adverse consequences to the patient. Additional information has been requested.